Event description:
It was reported that the patient's communicator showed a red call doctor (rcd) alert which indicates a potential change in the patient's implanted device that was not transmitted. Troubleshooting was made, but the issue remained. Subsequently, technical services send a new cell adapter to the patient. Further information was received indicating the rcd alert was triggered due to low out-of-range (oor) right ventricular (rv) pacing impedance of less than 200 ohms that has remained constant over time, and due to low oor amplitude signals. The behavior of the rv pacing impedance trend suggests a potential rv lead integrity issue, discarding the possibility of a pacemaker issue. This rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).